Event description:
It was reported that during preparations for a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The unspecified target lesion was in the mid left anterior descending artery. The lesion pretreated with a 1.5mm rotablator burr. A 2.5mm x 30mm maverick 2 balloon catheter had been selected to treat the target lesion. During prep, the physician inflated the balloon to 3 atms and it was noticed that the balloon "had been ruptured with pinhole". The device did not come into contact with the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).